Event description:
On (B)(6) 2011, pt reported he has been having issues with the infusion sets. Pt stated, his blood glucose has been elevated because the infusion set cannula won't enter his skin. Pt reported, the steel infusion set needle will insert but the teflon infusion set cannula will crunch up and not insert into the skin. Pt stated, his blood glucose has been elevated in the 200-300's mg/dl. Pt's normal blood glucose range is 120-150 mg/dl. Pt reported, he changed the type of infusion set was using and his blood glucose is back to normal now. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.